Event description:
It was reported to boston scientific corporation that a patient, who had recently undergone a sling placement procedure (event date is unknown) four weeks post-op, presented with "an allergic reaction potentially from the mesh implant". Upon follow up, it was reported by the second physician that the allergic reaction experienced by the patient was a systemic rash (hives and extreme itching) for 1 to 2 days following the procedure. She was treated with prednisone and medrol dose pack for 2 to 2½ weeks. She was not experiencing any symptoms of the allergic reaction at the time of the follow up. The patient also had another surgery (hysterectomy) very close to the sling procedure and had many medications due to the hysterectomy. The patient was reported to still have the mesh implant at the time of the follow up, and the rash was gone. The reporting physician stated that he believed the allergic reaction to be related to the medication (s) she was given after the hysterectomy and not related to the mesh implant. Patient age and weight are unknown.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed. The cause of the report malfunction is undetermined.